Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reoccurs, which they acknowledged and understood.